Event description:
On 02-jan-2026, a sales representative reported via (B)(4) that an ar-5400-14 vip glenoid targeter would not slide down the guide handle during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.